Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was not determined. The clinician did not provide specific lesion characteristics.

Manufacturer narrative:
Product analysis as found condition: two echelon-10 micro catheters were returned for analysis within a shipping box, within individual unsealed plastic biohazard pouches, within their opened echelon-10 inner pouches and within individual dispenser coils. It was not possible to determine which device belongs to which pli; therefore, the devices will be analyzed together. Visual inspection/damage location details: (first echelon-10) no flash or hub mold were found within the hub. No damages or irregularities were found with the echelon-10 hub, micro catheter body, distal tip, or marker bands. The distal ~0.7cm of the micro catheter appears to be shaped (figure f). No breaks or ruptures were observed with the device. (Second echelon-10) no flash or hub mold were found within the hub. No damages or irregularities were found with the echelon-10 hub, micro catheter body, or proximal marker band. The distal tip and distal marker band were found slightly ovalized (figures k l). The distal ~1.5cm of the micro catheter appears to be shaped (figure j). No breaks or ruptures were observed with the device. Testing/analysis: (first echelon-10) the echelon-10 total length (to the proximal marker band) was measured to be ~152.9cm and the usable length (to the proximal marker band) was measured to be ~145.2cm, which is within specification (specification: total (ref) = 152cm; usable = 144cm ± 1.5cm). The echelon-10 micro catheter was flushed, and water was found to exit the tip. An in-house coil (model: pv-16-40-helix lot: b420998) was inserted through the echelon-10 catheter hub, through the catheter body and out the distal tip with no resistance encountered (figure h). (Second echelon-10) the echelon-10 total length (to the proximal marker band) was measured to be ~152.6cm and the usable length (to the proximal marker band) was measured to be ~145.0cm which is within specification (specification: total (ref) = 152cm; usable = 144cm ± 1.5cm). The echelon-10 micro catheter was flushed, and water was found to exit the tip. An in-house coil (model: pv-16-40-helix lot: b420998) was inserted through the echelon-10 catheter hub, through the catheter body and out the distal tip with no resistance encountered (figure n). Conclusion: based on the device analysis and reported information, the customer report of ¿catheter rupture w/ other embolic¿ could not be confirmed. The entire lengths of both catheters were inspected with no breaks or ruptures found. The customer report of ¿catheter resistance¿ likewise could not be confirmed for either returned echelon-10 micro catheter. The second returned echelon-10 distal tip and distal marker band were found slightly ovalized, potentially contributing towards resistance. However, the damages did not contribute towards resistance during in-house resistance testing. Possible causes for resistance during the procedure include, but not limited to, incompatible devices, patient vessel tortuosity, insufficient continuous flush, coil/pusher damage, or insufficient guidewire/delivery system hydration. As the unknown coil used during the event was not returned for analysis, any contribution of the coil towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The coil came out of the introducer sheath smoothly. No kink or damage was observed on the coil or the catheter after removal.

Event description:
Medtronic received a report that an echelon catheter experienced resistance in the distal end and a replacement echelon catheter was ruptured in the distal section in association with a coil. The patient was undergoing aneurysm embolization treatment. The access vessel was the right femoral artery. It was noted the patient's vessel tortuosity was normal. It was reported that during the aneurysm embolization procedure, the coil could not pass through the echelon 10 microcatheter and there was significant resistance at the distal end. The microcatheter was replaced with a new echelon 10 microcatheter was flushed with saline and the tip was found to be ruptured. There was no friction or difficulty during delivery. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.